Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited capture anomaly. The patient presented on (B)(6) 2018 for procedure and the lead was capped and replaced. No further information was available.

Event description:
New information received on (B)(6) 2018 indicated that patient presented in clinic on (B)(6) 2018 for follow up. Upon device interrogation, the right ventricular lead exhibited intermittent capture and low impedance. The patient presented on (B)(6) 2018 for normal device change out and lead revision procedure. The patient was stable post procedure.